Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified medication at a keep vein open (kvo) rate via a symbiq pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggy back delivery of an unspecified volume of an unspecified antibiotic. The primary solution container was lowered below the secondary solution container. It was reported that after the antibiotic delivery was started, the nurse noted backflow of solution. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).